Event description:
The customer reported an intermittent loss of fluoroscopic x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable assembly was replaced. The system was then found to be operating as intended.